Event description:
It was reported that during maintenance of the ht70 ventilator after installation of a new printed circuit board (pcb) and a new single-board computer (sbc) board the ventilator did not function normally. There was no patient involvement at the time of the reported condition. Covidien/medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-covidien /medtronic service provider replaced the control board and the issue was resolved. The ventilator worked normally.

Manufacturer narrative:
A main control board was returned to covidien/medtronic¿s failure analysis. An investigation was performed and the identified root cause of the reported issue was isolated to a component (q57) on the main control board had thermal damaged. If information is provided in the future, a supplemental report will be issued.